Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), dilated left atrium for a mitraclip procedure. During the procedure, mitraclip xtw was placed on central side of anterior and posterior leaflet 2 (a2p2) and the mean gradient rose to 6mmhg. Physician determined that the mean pressure gradient was within the acceptable range, but the clip was opened during established final arm angle (efaa). Clip was replaced with mitraclip ntw and was implanted. Mean pressure gradient was 6 mmhg after deployment. Physician was satisfied despite the mean gradient of 6mmhg. All steps were performed as per IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), the cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.